Event description:
When draping the patient, the patient moved and the mayfield head clamp went from 60 pounds to 40 pounds. Checked pin sites for bleeding, took off clamp, and used new mayfield head clamp. No patient harm.device #1is this a laboratory device or laboratory test?no.